Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket incision was healing poorly that it eventually got infected. It was noted that there was redness and the patient experienced pain at the pocket site. Infection was not device related. The patient underwent an explant procedure of the ipg and was prescribed antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient's pocket incision was healing poorly that it eventually got infected. It was noted that there was redness and the patient experienced pain at the pocket site. Infection was not device related. The patient underwent an explant procedure of the ipg and was prescribed antibiotics. The patient was doing well postoperatively.